Manufacturer narrative:
(B)(4). Since reported issue was resolved by the customer, reported device is not going to be returned to carefusion for evaluation.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (check o2 calibration and o2 range error) and was delivering inaccurate fio2 (fraction of inspired oxygen). At this time it is unknown if there was patient involved associated with the reported event. The customer reported that they resolved the issue by adjusting the altitude setting, calibrated the o2 inlet pressure transducer, and fio2 calibration in uvt mode and no other anomalies were noted.